Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/09/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. When testing the oxygen output at 21% the certifier reads 40% and at 30% reads 45% and at 60% reads 68%. The fse advised the customer to replace the oxygen solenoid. The customer reported replacing the solenoid and the unit is working properly.

Event description:
It was reported that the oxygen readings were high. There was no patient involvement.